Manufacturer narrative:
When the staff had re-plugged the power cord, the hydraulic controls were reactivated and thus able to regain control of the table. A steris field service technician inspected the table and was able to duplicate the reported event. The table's seat and back section drifted in an uncommanded movement. The technician confirmed with the or staff that there was no indication of pump motor noise during the reported event which indicates this was a drift and not a powered movement. The table has been in use for about 20 years and the technician identified the check valves in the main hydraulic block may require replacement. The technician noted the seat cylinder had been replaced two weeks prior to the reported event. The technician replaced the check valves in the main hydraulic block and performed articulations to free the hydraulic system from potential air pockets. The control board was replaced as a precautionary measure. The table was tested, confirmed to be operating according to specification, and returned to service. The table was installed on 11/29/1995 is under steris contract agreement for maintenance. Preventive maintenance was last performed on (B)(6) 2015. The table has been in use for about 20 years and the useful life of a surgical table is approximately ten years. Given the age of the table, the user facility has been contacted about replacing the table.

Event description:
The user facility reported during a patient procedure, their 3080sp surgical table's seat section began to lower in an uncommanded movement. The or staff was able to support the patient. The staff re-plugged the power cord and regained control of the table's movement. No report of injury or cancellation no report of injury or cancellation and the procedure had only a minimal delay.